Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device found that the shaft polymer extrusion had become separated from the hypotube at the guidewire exit port. Multiple hypotube kinks were also observed along the length of the device. The balloon folds were slightly relaxed which may have occurred after the balloon protector was removed from the device. The balloon protector was not returned for analysis. The investigator was unable to apply negative pressure due to the condition of the returned device. The balloon was visually examined and no issues were noted. A visual and microscopic examination found no issue with device¿s markerbands, tip or blades which could have contributed to the complaint incident. All blades were present and fully bonded to the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft part of the balloon was separated. The target lesion was located in the superficial femoral artery. A 4.00mm x 1.5cm small peripheral cutting balloon¿ was selected for use. During unpacking, it was noted that the shaft part of the balloon separated on the joint between the soft part and hard part of the shaft. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the shaft part of the balloon was separated. The target lesion was located in the superficial femoral artery. A 4.00mm x 1.5cm small peripheral cutting balloon¿ was selected for use. During unpacking, it was noted that the shaft part of the balloon separated on the joint between the soft part and hard part of the shaft. The procedure was completed with another of the same device. No patient complications were reported.